Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 days after the dental implant was installed in the pt's mouth, it was verified its non osseointegration; 45 ncm of primary stability was achieved and immediate load was not performed.